Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the rep met with the patient to clear a power on reset (por) message. The cause of the por was not determined because the rep was not with the patient at the time of the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-21. It was reported that that the patient passed by an outside magnetic source that caused the por message to appear. There were no further complications reported or anticipated.